Event description:
It was reported that a limb detached from the filter and went to the patient's lung. Reportedly, the detached filter limb was an incidental finding via a chest x-ray taken due to other patient comorbidities. The filter and the detached limb remain implanted. There was no report of injury to the asymptomatic patient.

Event description:
The user was comparing vancomycin proficiency sample results obtained from the c501 to results obtained on the integra 400 and stated the results do not match very well. One example was provided of a result from the c501 of 0.9 ug/ml and a result of 5.0 ug/ml from the integra 400. The sample was repeated on (B) (6) 2010 and the user stated the recovery "was the same". No specific results were provided. Patient sample results were not affected. The vancomycin reagent lot number was 14455200.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
Five of the proficiency survey samples were tested during the investigation and the results were comparable to the customer's results. As has been shown in the past with various tdm applications and various survey samples, the recoveries generated with survey samples are not always indicative of recoveries generated with actual clinical samples. The different vancomycin recoveries might only occur on artificial samples but not on actual clinical samples. No patients were involved in the case. Acceptable control recoveries and acceptable correlation demonstrate acceptable performance for the c501 vancomycin application